Event description:
It was reported "during insertion of the cvc in the surgery room, the guide got torn whilst the needle was removed. The user tried to remove the guide, but it was stuck in the needle. After removal of the whole device, the device was replaced." No patient harm or consequence reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during insertion of the cvc in the surgery room, the guide got torn whilst the needle was removed. The user tried to remove the guide, but it was stuck in the needle. After removal of the whole device, the device was replaced."no patient harm or consequence reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.